Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the electrical contacts between the endoscope and the light source, the cable of the light source and the video processor, and the video processor was faulty.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The unit was tested with a cv-190 video processor and multiple test scopes; a b30 error was not generated during testing. However, a worn scope socket slide switch was found, causing intermittent use of high intensity mode. A worn socket air joint was found, leaking air pressure. A definitive cause for the reported problem was not determined. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications.

Event description:
Olympus was informed of a report that a b30 scope communication error was generated when using the clv-190 light source involving multiple scopes. The problem, as reported to olympus, occurred on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.